Event description:
It was reported that the insulin pump lost the memory settings after changing the battery. Ran a self test and the device passed the test. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen as a result of a corroded battery tube and battery cap contact. Further testing was not performed due to the blank screen.